Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation (fallopian tube(s) / migration of essure device: I don¿t know") and pelvic pain ("persistent pelvic pain/pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ureteric obstruction (in pregnancy). Previously administered products included for an unreported indication: mirena. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), premenstrual syndrome ("hormonal changes: pms, menopause"), menopausal symptoms ("hormonal changes: pms, menopause"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"), 1 month 20 days after insertion of essure. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal distension ("other injury complication: bloating abdomen"). On (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device/malposition of essure device: the cervix and out vagina/ failure to occlude (close) fallopian tube(s)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure treatment was not changed. At the time of the report, the fallopian tube perforation had not resolved and the device expulsion, pelvic pain, menstrual disorder, fatigue, premenstrual syndrome, menopausal symptoms, nausea, vaginal discharge, abdominal distension, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, menopausal symptoms, menstrual disorder, nausea, pelvic pain, premenstrual syndrome and vaginal discharge to be related to essure. The reporter commented: number of proximal coils: 01 on left cornua and 2 on right cornua. Essure coils placed without complications. Patient stated essure was not removed even though salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: successfully occluding right fallopian tube. Unilateral occlusion (right tube occluded), (B)(6) 2016, healthcare provider said only one side blocked, left side not blocked. Hysterosalpingogram: scout image demonstrates a tubal occlusion device on the right only. After injection of contrast, a uterine cavity demonstrating normal morphology is identified. The left fallopian tube is widely patent, with spillage of contrast into the peritoneal cavity. The right tubal occlusion device is in satisfactory position. The right fallopian tube is successfully occluded.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received. Events mental anguish and depression added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation (fallopian tube(s) / migration of essure device: I don¿t know') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ureteric obstruction (in pregnancy). Previously administered products included for an unreported indication: mirena. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("persistent pelvic pain/pain"), premenstrual syndrome ("hormonal changes: pms, menopause"), menopausal symptoms ("hormonal changes: pms, menopause"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"), 1 month 20 days after insertion of essure. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal distension ("other injury complication: bloating abdomen"). On (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device/malposition of essure device: the cervix and out vagina/ failure to occlude (close) fallopian tube(s)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure treatment was not changed. At the time of the report, the fallopian tube perforation had not resolved and the device expulsion, pelvic pain, menstrual disorder, fatigue, premenstrual syndrome, menopausal symptoms, nausea, vaginal discharge, abdominal distension, dysmenorrhoea, depression, anxiety and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menopausal symptoms, menstrual disorder, nausea, pelvic pain, premenstrual syndrome and vaginal discharge to be related to essure. The reporter commented: number of proximal coils: 01 on left cornua and 2 on right cornua. Essure coils placed without complications. Patient stated essure was not removed even though salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: successfully occluding right fallopian tube. Unilateral occlusion (right tube occluded), (B)(6) 2016, healthcare provider said only one side blocked, left side not blocked. Hysterosalpingogram: scout image demonstrates a tubal occlusion device on the right only. After injection of contrast, a uterine cavity demonstrating normal morphology is identified. The left fallopian tube is widely patent, with spillage of contrast into the peritoneal cavity. The right tubal occlusion device is in satisfactory position. The right fallopian tube is successfully occluded.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation (fallopian tube(s) / migration of essure device: I don¿t know') and pelvic pain ('persistent pelvic pain/pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ureteric obstruction (in pregnancy). Previously administered products included for an unreported indication: mirena. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), premenstrual syndrome ("hormonal changes: pms, menopause"), menopausal symptoms ("hormonal changes: pms, menopause"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"), 1 month 20 days after insertion of essure. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal distension ("other injury complication: bloating abdomen"). On (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device/malposition of essure device: the cervix and out vagina/ failure to occlude (close) fallopian tube(s)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure treatment was not changed. At the time of the report, the fallopian tube perforation had not resolved and the device expulsion, pelvic pain, menstrual disorder, fatigue, premenstrual syndrome, menopausal symptoms, nausea, vaginal discharge, abdominal distension, dysmenorrhoea, depression, anxiety and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, anxiety, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menopausal symptoms, menstrual disorder, nausea, pelvic pain, premenstrual syndrome and vaginal discharge to be related to essure. The reporter commented: number of proximal coils: 01 on left cornua and 2 on right cornua. Essure coils placed without complications. Patient stated essure was not removed even though salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: successfully occluding right fallopian tube. Unilateral occlusion (right tube occluded), (B)(6) 2016, healthcare provider said only one side blocked, left side not blocked. Hysterosalpingogram: scout image demonstrates a tubal occlusion device on the right only. After injection of contrast, a uterine cavity demonstrating normal morphology is identified. The left fallopian tube is widely patent, with spillage of contrast into the peritoneal cavity. The right tubal occlusion device is in satisfactory position. The right fallopian tube is successfully occluded.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event abnormal bleeding were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/perforation (fallopian tube(s) / migration of essure device: I don't know") and pelvic pain ("persistent pelvic pain/pain") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ureteric obstruction (in pregnancy). Previously administered products included for an unreported indication: mirena in 2007. Concomitant products included vicodin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 2 years after insertion of essure, the patient experienced device expulsion ("expulsion of essure device/malposition of essure device: the cervix and out vagina/ failure to occlude (close) fallopian tube(s)"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), fatigue ("fatigue"), premenstrual syndrome ("hormonal changes: pms, menopause"), menopause ("hormonal changes: pms, menopause"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal distension ("other injury complication: bloating abdomen") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure treatment was not changed. At the time of the report, the fallopian tube perforation had not resolved and the device expulsion, pelvic pain, menstrual disorder, fatigue, premenstrual syndrome, menopause, nausea, vaginal discharge, abdominal distension and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, menopause, menstrual disorder, nausea, pelvic pain, premenstrual syndrome and vaginal discharge to be related to essure. The reporter commented: number of proximal coils: 01 on left cornua and 2 on right cornua. Essure coils placed without complications. Patient stated essure was not removed even though salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: successfully occluding right fallopian tube. (B)(6) 2016, hysterosalpingogram (hsg). Hsg results: unilateral occlusion (right tube occluded), (B)(6) 2016, healthcare provider said only one side blocked, left side not blocked. Hysterosalpingogram: scout image demonstrates a tubal occlusion device on the right only. After injection of contrast, a uterine cavity demonstrating normal morphology is identified. The left fallopian tube is widely patent, with spillage of contrast into the peritoneal cavity. The right tubal occlusion device is in satisfactory position. The right fallopian tube is successfully occluded. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet received. Events per pfs: expulsion of essure device, fatigue, hormonal changes: pms, nausea, pain, perforation (fallopian tube(s)), vaginal discharge, other injury complication: bloating, dysmenorrhea were added. On (B)(6) 2018: medical records received. Patient's medical history was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). At the time of the report, the perforation had not resolved and the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: successfully occluding right fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.